Event description:
Rptr had a cardiac cath done at hospital about 2 years ago. States left her "with a messed up groin." Claims cannot sit, walk, stand and is permanently handicapped. Stated was un-aware device was being used on her. Initially had a huge hematoma. Now still has excruciating pain. Cannot wear undergarments. Told device was to dissolve in 3 months. Rptr wants to hear from FDA.